Manufacturer narrative:
(B)(6) DHR review was performed for the complaint device serial number, review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of the printed circuit board assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation for the allegation that the turned red and the device was inoperative. There was no patient involvement, and no harm or injury reported. One evaluation, immediately after powering on the unit, the reported ¿ventilator inoperative¿ alarm was duplicated. Review of the error log confirmed the occurrence of ventilator inoperative error code e-262, which is recorded when the electronically erasable programable read-only memory (eeprom) data on the system printed circuit board assembly (pca) becomes corrupted. Therefore, the system pca containing the eeprom was replaced. Additional findings not related to the malfunction/issue: the following parts were replaced to prevent failure: air inlet foam filter, particulate filter, muffler assembly. Software version was upgraded from 1.06.10.00 to 1.06.15.00. The device passed final testing and was confirmed to operate properly.